Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with an alert for out of range high voltage impedance on the implantable cardioverter defibrillator. It was noted that the gradual increasing impedance trend may be related to a physiological increase. It was recommended that the clinician continue to monitor the device at this time. There were no reported patient symptoms.